Event description:
The customer generated (B)(6) architect (B)(6) result for one patient in comparison to another method. The customer uses the reference range <10 iu/ml as criteria for revaccination. The following information was provided: on (B)(6) 2021 sid:(B)(6) initial result (B)(6), repeat (B)(6). Retested with an alternate method (lumipulse) (B)(6) the sample was also tested for (B)(6), initial result (B)(6). No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. (B)(6). No additional patient demographic information is available. (B)(6) an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
A review of tickets was performed for reagent lot number 17361fn00. The ticket search determined that there is normal complaint activity for the reagent lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect anti-hbs reagent lot 17361fn00 was identified.this follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of that data.